Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary pump stop: clinical reported team was placing a pa catheter through femoral vein then impella stopped. Unable to restart. No product or logs were returned. The cause of the issue was not established as no product or logs were returned for analysis.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella rp flex experienced an unexpected pump stop while a catheter was being placed in the femoral vein. The pump could not be restarted so it was explanted and replaced with a new pump. The patient was in stable condition.